Manufacturer narrative:
Block d2b: product code additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block d2: operator of device block g2: report source

Event description:
It was reported the patient had their device explanted on (B)(6) 2025 due to infection. The infection was located in the ins pocket. The patients reimplant will be discussed at a later date. It is unknown when the infection started. The physician took a specimen for culture, but the clinical specialist did not get access to the result. The clinical specialist is unsure of the patient medical history. No events caused this infection to their knowledge. The initial implant went smoothly and with no complications. The patient said they are all healed up now.

Event description:
It was reported the patient had their device explanted on (B)(6) 2025 due to infection. The infection was located in the ins pocket. The patients reimplant will be discussed at a later date. It is unknown when the infection started. The physician took a specimen for culture, but the clinical specialist did not get access to the result. The clinical specialist is unsure of the patient medical history. No events caused this infection to their knowledge. The initial implant went smoothly and with no complications. The patient said they are all healed up now.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.